Event description:
Reporter indicated that patient developed a cervical incision infection post operatively. The lead was explanted two weeks after the original implant. The infection resolved and the patient was reimplanted with a new lead in 2006.

Manufacturer narrative:
Vns therapy system labeling lists infection as a potential adverse event, possibly related to surgery.